Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The patient was in for a post-generator follow-up and a large hematoma was noted and interrogation revealed an elevated lv lead impedance and threshold. When the pocket was re-opened, it was noted the setscrew to this lead was not tightened. The hematoma was evacuated and the setscrew was tightened with good results. There were no other adverse patient events reported. Should additional information become available, this event will be updated.